Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the surgeon alleged a 3mm inaccuracy. After the tracer registration the surgeon checked anatomical points on the patient face and was accurate. The inaccuracy was noticed when moving the probe into the sinuses. The doctor continued navigating during the case as she felt it was accurate enough to meet her needs. There was no negative impact on patient outcome reported.

Manufacturer narrative:
After engineering analysis of the patient exam archive it was determined that the tracing technique could have been improved to further improve the registration between the patient and the scan. No software faults or anomalies were found to be the cause of the alleged inaccuracy. Software is functioning as designed.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.